Event description:
User facility reported that following an unsuccessful attempt to seat the novasure disposable device in a uterine cavity with a small septum noted on pre-hysteroscopy, the physician repeated the hysteroscopy and stated he had "partially perforated" the uterus and abandoned the endometrial ablation. He stated he had not perforated the serosa. During follow-up on (B) (6) 2010 and (B) (6) 2010, it was reported the patient was kept overnight for observation and was given the antibiotic cephazolin (dose and route unknown). Additionally, it was reported the patient was discharged home the next day without any ill effect and post operatively there has been no issues. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).